Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed low reservoir. The customer stated that after the low reservoir alarm came on, the insulin pump did not seem to deliver insulin properly. He noted that this only happened after it hit a certain point in the reservoir. The high blood glucose reading was 411 mg/dl. He stated that he had high blood glucose every time his insulin pump got a low reservoir alarm. After treating, the blood glucose reading was 123 mg/dl. Upon troubleshooting, the customer advised that the insulin pump was working as designed and that he was no longer concerned regarding any delivery anomaly. He was advised to monitor the insulin pump. Nothing further reported.